Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On 7-jul-2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues. Fse verified the issue and replaced rotor seal and rotary valve unit. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-g7 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was 6 way rotary valve failure.

Event description:
On (B)(6) 2015, a customer reported line valve error 711 with their g7 analyzer. The customer is unable to run ctnl2 and pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ctnl2 and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.